Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving a motor error alarm on the insulin pump. Customer's blood glucose was 6.8 mmol/l at the time of the incident. Customer reported that the drive support cap appears normal. Customer was assisted in performing the pump rewind. Customer stated that already he tried a few times and the pump alarmed motor error when he tried to prime. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and motor test. No motor error alarm noted during our testing. The insulin pump was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.